Event description:
A caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy greater than 15 units. However, there was no adverse impact on the customer's blood glucose level, as it remained within a safe range. The customer resolved the issue by loading a new cartridge and the pump was replaced, and the customer will use current pump for insulin therapy until the replacement arrives.